Event description:
Nurse called from a facility regarding the standard strip reading high out of range (calibration test). The device was replaced and the defective one was returned for investigation and analysis.